Manufacturer narrative:
This information was received from the destination therapy post approval study. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted for abdominal pain around the ventricular assist device (vad) driveline cable exit site. The patient was treated with vancomycin for a driveline cable infection and cellulitis around the driveline exit site area. An echocardiogram showed fluid and fat stranding along the driveline cable in the left chest wall with overlying skin thickening and with no drainable fluid collection identified. The driveline infection and cellulitis were suspected to be exacerabated due to the patient tugging on the driveline cable. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per d00595825 due to an FDA audit observation. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that the patient presented with abdominal pain and was treated with vancomycin for a driveline cable infection and cellulitis around the driveline exit site area. An echocardiogram revealed fluid and fat along the driveline cable in the left chest wall with overlying skin thickening and no drainable fluid collection identified. The driveline infection and cellulitis were suspected due to the patient tugging on the driveline cable. It was further reported that the patient received echocardiogram which revealed that their left ventricle was severely dilated and their left ventricular systolic function was severely decreased. There was also abnormal left ventricular diastolic function with grade indeterminate and severe global lv hypokinesis. Their right ventricle is moderately dilated and right ventricular systolic function is moderately to severely decreased. Computerized tomography (CT) revealed that the atria, left ventricle and right ventricle are qualitatively enlarged with severe global hypokinesis. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, driveline infection is a known potential complication associated with the implantation of a vad. Based on the available information, it is possible that the reported tug of the driveline may have contributed to the reported infection at the driveline exit site. Based on review of past adverse events for this patient, it was noted that the patient had a history of infection events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and the patient's complex post-operative course, including care of the driveline exit site. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient received echocardiogram which revealed that their left ventricle was severely dilated and their left ventricular systolic function was severely decreased with an ejection fraction of 14%. There was also abnormal left ventricular diastolic function with grade indeterminate and severe global lv hypokinesis. Their right ventricle is moderately dilated and right ventricular systolic function is moderately to severely decreased with a right atrial pressure is 3 mmhg. A computerized tomography (CT) revealed that the atria, left ventricle and right ventricle are qualitatively enlarged with severe global hypokinesis with left ventricle ejection fraction was around 15% visually. There was also noted a thickening along the right major and minor fissure and mild bibasilar atelectasis and a subsegmental atelectasis in the lung bases. It was also reported that the patient had a severely enlarged left ventricle with global severely reduced systolic function.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that the patient presented with abdominal pain and was treated with vancomycin for a driveline cable infection and cellulitis around the driveline exit site area. An echocardiogram revealed fluid and fat along the driveline cable in the left chest wall with overlying skin thickening and no drainable fluid collection identified. The driveline infection and cellulitis were suspected due to the patient tugging on the driveline cable. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, driveline infection is a known potential complication associated with the implantation of a vad. Based on the available information, it is possible that the reported tug of the driveline may have contributed to the reported infection at the driveline exit site. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and the patient's complex post-operative course. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per d00595825 due to an FDA audit observation. A supplemental report is being submitted to correct event details and coding. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient received echocardiogram which revealed that their left ventricle was severely dilated and their left ventricular systolic function was severely decreased with an ejection fraction of 14%. There was also abnormal left ventricular diastolic function with grade indeterminate and severe global lv hypokinesis. Their right ventricle is moderately dilated and right ventricular systolic function is moderately to severely decreased with a right atrial pressure is 3 mmhg. A computerized tomography (CT) revealed that the atria, left ventricle and right ventricle are qualitatively enlarged with severe global hypokinesis with left ventricle ejection fraction was around 15% visually. There was also noted a thickening along the right major and minor fissure and mild bibasilar atelectasis and a subsegmental atelectasis in the lung bases. It was also reported that the patient had a severely enlarged left ventricle with global severely reduced systolic function.